Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on 07/16/2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was not returned for evaluation. The reported event of loss of connection was not confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed and it passed. Functional testing was performed and it passed. The share logs were reviewed and no share log data could be found. The reported event of loss of connection was not confirmed. The root cause could not be determined.